Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 424 mg/dl. The customer gave himself a shot of insulin with a syringe. The troubleshooting was performed. The customer was advised that the cannula is bent, change infusion set and recommend site location as per IFU. The customer stated that he would contact his doctor right way concerning his high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.